Event description:
Danger needs immediate action before someone gets electrocuted. I have a ioh200 built by invacare and tested by etl. It is not built per and tested per (B)(6). As such it has external metal parts that can become electrically hot. They are at 46 vac now and I can feel it. Nobody can explain it or will respond to my concerns. I don't see why a company would build it that way or why a lab would pass it. I am afraid that someone is going to get electrocuted. But they do not care. They claim that it has been on the market for years and I am the only one that has had a problem. I can understand, because the failure rate would be low. But it could happen. All I ask is that they own up to it and send a tech out to see the problem. Then send out a kit to repair all units. And make the recall mandatory. They are instead, coming tomorrow to take the unit back. I can see them hiding the problem. I have exhausted my contacts. I wished I had written them down because I think I have reported the problem to at least three government agencies, only one responded saying that they will look at it. I emailed back and said I hope you do it before I get electrocuted now response back. The company denies a problem, the lab will look into it, the local supplier wants to replace it. But none of them want to come and fix it. I was expecting red do not use tags, immediate concern, etc. Oh by the way the power cord is not polarized either.